Event description:
Customer reported needle broke off after injection in the stomach. He went to the hospital and had an x-ray. The customer had a small surgery for removal of broken needle.

Manufacturer narrative:
Five sealed 31g x 8mm pen needle were returned from lot # 20056343. Without the offending sample, we cannot determine the root cause of the issue. Complaint history check was performed and no trends were identified on the reported lot number. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.